Event description:
The tps universal driver was sent for eval because during testing it was allegedly running without user activation. There was no pt involvement, and no adverse consequences were reported.

Manufacturer narrative:
Visual inspection confirmed the rear motor assembly flex was torn, and potted trigger flex was burnt.